Manufacturer narrative:
Correction to h10 from: lead return expected. A supplemental report will be filed upon completion of analysis. Lead was surgically abandoned and remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert was observed for this patient with this right ventricular (rv) lead. The rv pace impedance measurements showed less than 200 ohms 2 days post implant of a new device. This patient was pacemaker dependent at that time and the physician opted to admit this patient to the hospital due to that. There was concern that the power consumption of the new device had gone up. Ultimately, this patient underwent a revision procedure in which this rv lead was surgically abandoned and replaced with a new rv lead, and the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was observed for this patient with this right ventricular (rv) lead. The rv pace impedance measurements showed less than 200 ohms 2 days post implant of a new device. This patient was pacemaker dependent at that time and the physician opted to admit this patient to the hospital due to that. There was concern that the power consumption of the new device had gone up. Ultimately, this patient underwent a revision procedure in which this rv lead was surgically abandoned and replaced with a new rv lead, and the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Lead return expected. A supplemental report will be filed upon completion of analysis.